Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4: data correction to device identifier - product UDI.

Event description:
It was reported that during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
The repair facility technician (rft) confirms that the speaker had no sound at startup. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. If additional information is received the complaint file will be reopened.